Event description:
It was reported that the pump and catheter were replaced. The catheter reportedly was kinked, but the reporter later stated he remembered seeing dye around the spine when a dye study was performed, so there may have been an actual hole or tear in the catheter. The patient got very stiff and a drug increase did not help with his symptoms. That was what reportedly led to the dye study and subsequent replacement of the system. The pump system was being used to infuse baclofen (unknown). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Information was received from a consumer via a patient letter that indicated that the patient received assistance from the healthcare professional (hcp) or manufacturer¿s representative and their concerns were resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: catheter. (B)(4).